Event description:
This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the 2.7 va lckng scr slf-tpng t8 sd rec 16 (part #: 02.211.016, lot #: unknown) was received at us cq. Upon visual inspection, the threaded screw head was broken off at the screw shaft/head junction. Both the broken threaded screw head and the screw shaft were returned. Additionally, it was found that the tip of the screw shaft was broken, and the broken fragment of the tip was not returned. It was also observed that the threads of the screw head and the shaft was deformed. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: as the lot number was unknown, the manufactured drawing could not be reviewed therefore only the current drawing of the device was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the screw was broken off at the screw shaft/head junction. As no lot or part number was etched on the device and the device was broken into distinct pieces, the screw length could not be confirmed. Although no definitive root cause could be determined based on the provided information, it is likely unintended forces were used during removal of the screw. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional device product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date there was an issue while removing some variable angle (va) locking compact foot screws from a plate from a midfoot fusion. The surgeon removed the 2.7 va locking screws from a va locking plate and the tops of the screws sheared off in such a way as the only bit that was left was a " circle " of metal from the head of the screw. Normally they may break at the bottom of the head where it joins with the shaft, but these didn't. No further information provided. This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgery was completed successfully without any surgical delay.